Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 260 and blood glucose was 435 mg/dl. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer declined high blood glucose troubleshooting.